Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2010. On (B)(6) 2015, the patient experienced dyspnea and at follow-up, the tee confirmed a noncoronary leaflet tear and severe aortic regurgitation. As the patient was hemodynamically stable, a valve-in-valve procedure was successfully performed on (B)(6) 2015. The patient remains in good condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.